Event description:
It was reported that patient underwent procedure utilizing two sutures. Approximately two weeks later, in 2009, patient was revised due to infection and the sutures were removed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records shows that lot released with no recorded anomaly or deviation. Review of sterilization certificate shows that lot met sterile specifications. There are warnings in the package insert that state that this type of event can occur. This report filed november 16, 2009.